Event description:
Reporter used on leg and had blisters formed after 3 hrs use. Saw dr approx 10 days later when blisters broke and rec'd topical antibiotics. Skin healed after a month with only slight discoloration. Reporter was concerned about infection because she is diabetic.